Event description:
The surgeon was removing the curved trial from the patient. During this action, the handle and trial separated. When this occurred, the handle was pulled out, but the trial remained inside the patient. The surgeon then removed the trial and used an alternative trial to complete the surgery.

Manufacturer narrative:
Ctl amedica is in the process of reviewing potential MDR's from previous years, as part of due diligence to stay in compliance. This incident from 2017 was documented as an MDR in ctl amedica's system but is not showing on FDA's database. Therefore, the information originally captured in 2017 is being re-submitted to FDA. Original additional manufacturer narrative: the reason for the breakage was a welding issue. The trial was made out of two pieces with a weld between. This weld was the failure point that caused the handle and shaft to separate from the trial. When examined closely, the part showed that the laser weld was insufficient in penetration of the shaft. Steps have been taken on new revisions of the part family to support the weld and prevent this issue from occurring in the future.